Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device during dwell four of five of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient was to finish therapy using manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.